Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately 3 years and 9 months post-implantation, the patient underwent revision surgery due to loosening of the tibial tray. It was reported that all available information has been provided.